Manufacturer narrative:
Patient identifier not provided. Consumer stated that bristles became stuck in spouse's throat. The serial number of the proresults gum health brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles fell out of proresults gum health brush head and became stuck in spouse's throat. Medical attention sought.